Event description:
The following was reported to draeger: during use, device failure alarm and stopped ventilating. Device alarmed. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.